Event description:
A field engineer reported to philips healthcare that the heartstart mrx failed op-check at the customer site. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.